Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that capture anomaly and high pacing threshold were observed. Suspected clavicular crush. During explant, it was noted that the safe sheath was left on the lead in the patient.

Manufacturer narrative:
The reported field event of high hvli was confirmed in the laboratory. As received, the svc shock coil was covered by a lead introducer which could have caused the reported high lead impedance measurement. Once the lead introducer was removed from the lead body, the lead was tested and no anomaly was found.